Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jan-2021. The most recent information was received on 30-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('stabbing sensation') in a 43-year-old female patient who had essure (batch no. 727103) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy after insertion of implants"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("intense fatigue"), insomnia ("insomnia"), migraine ("migraine"), headache ("daily headaches"), limb discomfort ("feeling of paralysis in the legs and arms"), abdominal pain upper ("stomach pain"), choking ("choking on food"), allergy to metals ("nickel, chromium and titanium allergies"), fibromyalgia ("symptoms similar to fibromyalgia"), muscular weakness ("weakness in the arms"), intervertebral disc protrusion ("cervical and lumbar disk herniation"), sciatica ("cruralgia"), paraesthesia ("tingling in the arms and legs (being investigated)") and pyloric sphincter insufficiency ("reduction in pyloric sphincter diameter"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, fatigue, insomnia, migraine, headache, limb discomfort, abdominal pain upper, choking, allergy to metals, fibromyalgia, muscular weakness, intervertebral disc protrusion, sciatica, paraesthesia and pyloric sphincter insufficiency outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, choking, depression, fatigue, fibromyalgia, headache, insomnia, intervertebral disc protrusion, limb discomfort, migraine, muscular weakness, paraesthesia, pelvic pain, pregnancy with contraceptive device, pyloric sphincter insufficiency and sciatica with essure. The reporter commented: second pregnancy in 2014 after insertion of implants was reported under (B)(4). Lot number: 727103, manufacturing date: 2013-03, and expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jan-2021. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('stabbing sensation') in a 43-year-old female patient who had essure (batch no. 727103) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy after insertion of implants"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("intense fatigue"), insomnia ("insomnia"), migraine ("migraine"), headache ("daily headaches"), limb discomfort ("feeling of paralysis in the legs and arms"), abdominal pain upper ("stomach pain"), choking ("choking on food"), allergy to metals ("nickel, chromium and titanium allergies"), fibromyalgia ("symptoms similar to fibromyalgia"), muscular weakness ("weakness in the arms"), intervertebral disc protrusion ("cervical and lumbar disk herniation"), sciatica ("cruralgia"), paraesthesia ("tingling in the arms and legs (being investigated)") and pyloric sphincter insufficiency ("reduction in pyloric sphincter diameter"). The patient was treated with surgery. Essure was removed on 1-mar-2017. At the time of the report, the pelvic pain, depression, fatigue, insomnia, migraine, headache, limb discomfort, abdominal pain upper, choking, allergy to metals, fibromyalgia, muscular weakness, intervertebral disc protrusion, sciatica, paraesthesia and pyloric sphincter insufficiency outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, choking, depression, fatigue, fibromyalgia, headache, insomnia, intervertebral disc protrusion, limb discomfort, migraine, muscular weakness, paraesthesia, pelvic pain, pregnancy with contraceptive device, pyloric sphincter insufficiency and sciatica with essure. The reporter commented: second pregnancy in 2014 after insertion of implants was reported under (B)(4). Lot number: 727103, manufacturing date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-jan-2021. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('stabbing sensation') in a 43-year-old female patient who had essure (batch no. 727103) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy after insertion of implants"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("intense fatigue"), insomnia ("insomnia"), migraine ("migraine"), headache ("daily headaches"), limb discomfort ("feeling of paralysis in the legs and arms"), abdominal pain upper ("stomach pain"), choking ("choking on food"), allergy to metals ("nickel, chromium and titanium allergies"), fibromyalgia ("symptoms similar to fibromyalgia"), muscular weakness ("weakness in the arms"), intervertebral disc protrusion ("cervical and lumbar disk herniation"), sciatica ("cruralgia"), paraesthesia ("tingling in the arms and legs (being investigated)") and pyloric sphincter insufficiency ("reduction in pyloric sphincter diameter"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, fatigue, insomnia, migraine, headache, limb discomfort, abdominal pain upper, choking, allergy to metals, fibromyalgia, muscular weakness, intervertebral disc protrusion, sciatica, paraesthesia and pyloric sphincter insufficiency outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, choking, depression, fatigue, fibromyalgia, headache, insomnia, intervertebral disc protrusion, limb discomfort, migraine, muscular weakness, paraesthesia, pelvic pain, pregnancy with contraceptive device, pyloric sphincter insufficiency and sciatica with essure. The reporter commented: second pregnancy in 2014 after insertion of implants was reported under (B)(4). Further company follow-up with the consumer or regulatory authority is not possible. Amendment: the report was amended for the following reason: non-significant information received - coding correction performed. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('stabbing sensation') in a (B)(6) female patient who had essure (batch no. 727103) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy after insertion of implants"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("intense fatigue"), insomnia ("insomnia"), migraine ("migraine"), headache ("daily headaches"), limb discomfort ("feeling of paralysis in the legs and arms"), abdominal pain upper ("stomach pain"), dysphagia ("choking on food"), allergy to metals ("nickel, chromium and titanium allergies"), fibromyalgia ("symptoms similar to fibromyalgia"), muscular weakness ("weakness in the arms"), intervertebral disc protrusion ("cervical and lumbar disk herniation"), sciatica ("cruralgia"), paraesthesia ("tingling in the arms and legs (being investigated)") and pyloric sphincter insufficiency ("reduction in pyloric sphincter diameter"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, fatigue, insomnia, migraine, headache, limb discomfort, abdominal pain upper, dysphagia, allergy to metals, fibromyalgia, muscular weakness, intervertebral disc protrusion, sciatica, paraesthesia and pyloric sphincter insufficiency outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, depression, dysphagia, fatigue, fibromyalgia, headache, insomnia, intervertebral disc protrusion, limb discomfort, migraine, muscular weakness, paraesthesia, pelvic pain, pregnancy with contraceptive device, pyloric sphincter insufficiency and sciatica with essure. The reporter commented: second pregnancy in 2014 after insertion of implants was reported under (B)(4). Further company follow-up with the consumer or regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.